Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. During the device evaluation, the following issues were discovered: the gap of the up/down knob was out of tolerance due to worn angle wire; the lens had a crack; forceps angulation was out of tolerance due to damaged k-wire; the inside of the light guide lens was dirty; the light guide lens was broken; the adhesive part of the distal sheath was broken; the connecting tube had a crumple; the switch and the protector of the universal cord had a crease; the universal cord was crumpled; the body control unit cover was deformed; and corrosion at the electrical connector due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the forceps elevator on the evis lucera duodenovideoscope had a broken k-wire. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the inside of the light guide lens was dirty with a foreign substance. This report is to capture the reportable malfunction of the foreign substance noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to chemical stress from used chemical solutions or physical stress from hitting, dropping the distal end of the device. Moreover, humidity may have gone inside the lg-lens and caused corrosion. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.